Manufacturer narrative:
No product has been returned for the reported complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit indicated were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare provider reported a customer received a ¿scan again in 10 minutes¿ message from her/his adc freestyle libre sensor. It was further reported that on (B)(6) 2019 customer received the error message, subsequently experienced unspecified hypoglycemic symptoms and lost consciousness. Customer was treated by a hcp with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a customer received a ¿scan again in 10 minutes¿ message from her/his adc freestyle libre sensor. It was further reported that on (B)(6) 2019 customer received the error message, subsequently experienced unspecified hypoglycemic symptoms and lost consciousness. Customer was treated by a hcp with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.